Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture in bipolar or unipolar. The rv lead was capped and the patient was downgraded to a single chamber system. No patient complications have been reported as a result of this event.